Event description:
It was reported that there was a lead warning for low impedance. Also, the unipolar impedance was greater than bipolar, which is consistent with inner insulation breakdown. The lead was capped. No patient complications were reported as a result of this event.